Event description:
As reported, after pressing button one on a 6f/7f mynx control vascular closure device (vcd) ¿it all went out¿. There was no reported injury to the patient. The mynx control vcd was being used after a percutaneous coronary interventional (pci) procedure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2213101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after pressing button one on a 6f/7f mynx control vascular closure device (vcd) ¿it all went out¿. There was no reported injury to the patient. The mynx control vcd was being used after a percutaneous coronary interventional (pci) procedure. Additional information was requested but was not provided. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was fully depressed and button 2 was depressed approximately half of its total travel. The syringe was received connected to the device with the stopcock open. A non-cordis procedural sheath was locked on to the sheath catch and blood was noted in the procedure sheath. The sealant was found on the catheter exposed to blood and covering the balloon¿s proximal tip. Simulated inflation/deflation test was not performed on the balloon of the returned device due to a tear that was revealed in the balloon of the returned device. In addition, the condition of the returned device does not match the complaint description. Visual inspection at high magnification revealed a radial tear in the balloon of the return device. The product history record (phr) review of lot f2213101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon pull through¿ could not be confirmed since the device was returned with a tear in the balloon, resulting in a ¿balloon loss of pressure¿ event. The exact cause of the tear could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the pull through since the device was received with a tear, which the customer reported did not occur during use. However, it is possible that the tear was not noticed and may have contributed to the pull through experienced since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (although not provided) most likely contributed to the tear found. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after pressing button one on a 6f/7f mynx control vascular closure device (vcd) ¿it all went out¿. There was no reported injury to the patient. The mynx control vcd was being used after a percutaneous coronary interventional (pci) procedure. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed a tear in the balloon of the returned mynx control vcd.

Event description:
As reported, after pressing button one on a 6f/7f mynx control vascular closure device (vcd) ¿it all went out¿. There was no reported injury to the patient. The mynx control vcd was being used after a percutaneous coronary interventional (pci) procedure. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
The device was received on 24-jan-2023 and was shipped for decontamination. The device was received for decontamination 15-feb-2023. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.